Event description:
It was reported that the patient had nausea for five weeks, and was hospitalized for five days. The patient's implantable neurostimulator had been on, except for being turned off for ekgs. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer's report #3004209178200905223.